Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and, b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated f10 health effect: impact code to f26.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the wheels of the videoscope snapped and the angulation for up and down stopped working. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was completed with use of the same device. There were no reports of adverse patient sequelae.